Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that he was contacted by the home care agency involved in the care of this pt in (B)(6) and they had changed his lvad dressing. Pt was reportedly doing well and in good spirits. In (B)(6), when the agency returned to patients home for another dressing change, the house was locked, his truck was in the garage, and they could hear lvad alarms from outside the house. They contacted the local sheriff who came and opened the door. The pt was found expired in his home. He was connected to power and there was no evident reason that he would have expired. The vad coordinator asked the home care providers to preserve as much equipment as they could so that the controller could be evaluated. The controller was returned for eval only as the family chose not to have an autopsy.

Manufacturer narrative:
Upon analysis of the returned system controller, the log file captured events that are consistent with the reported event of expiration. The log file captured approximately 2 minutes of data, during this time, the captured events suggest that the system controller is struggling to run the pump despite the presence of voltages in the normal operating range. Motor stopped and power elevations were intermittently captured as active. The speed fluctuated between 0 rpm's and 970-1680 rpm's. It should be noted that the first time stamp was captured at 520+ days. Connected the returned system controller to test pump, pt cable, test pm, and system monitor. Lvad system running at 9600 rpm's with no alarms active. Maneuvered cables, power cable disconnect and low voltage alarm occurred when the black cable was maneuvered and the communication to the display was intermittent when the white cable was maneuvered. The controller was run by just the black cable a low battery advisory became active that progressed to a low battery hazard with motor stopped. The black cable was stripped at the connector end, and the (brown) battery gauge wire was confirmed to be compromised. The cord was also broken. When interrupted, the battery gauge line may result in a false power cable disconnect alarm. It should be noted that a broken battery gauge line has the potential to stop the pump, if flexed into the shield while on a power module. The white cable was stripped at the connector end, and the (orange) transmission communication wire was confirmed to be compromised. The wires in both power cables that were compromised we were unable to conclusively correlate the wire damage with the reported event. A review of the device history records revealed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available at this time. The manufacturer is closing its file on this event.